Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm was not confirmed or duplicated. An f-66 (supply voltage of cpu circuitry is too high) alarm was identified during the alarm log and functional testing. The cause of the condition was determined to be a failure in the sensor board of the device. The device was removed from service. Should relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.